Event description:
Note: date of event is unk. It was reported to boston scientific corp on 9/26/06 that an advantage mid-urethral sling was implanted (age and weight of pt is not known) on a date that was not provided. Follow up provided no specific info stating that the pt was experiencing some pain a short time following the implant. According to the complainant, "...the pt was experiencing some pain a short time after the procedure. During a follow up visit (date unk) the doctor noticed that the mesh was exposed due to the pt having poor thin tissue and the placement of the mesh. The doctor had to snip the mesh and the pt was fine."

Manufacturer narrative:
Since the device remains implanted, it was not returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.